Event description:
It was reported that there was a proximal femur, cup, head and liner removed and replaced due to instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding instability involving a 22.2mm + 3 lfit v40 head was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A review of the provided medical records by a clinical consultant indicated insufficient medical records were received for review regarding this event. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient medical information was provided regarding this event. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a proximal femur, cup, head and liner removed and replaced due to instability.